Manufacturer narrative:
Mitchell j. R. Harker, laura heusschen, eric j. Hazebroek."five year outcomes of primary and secondary single-anastomosis duodeno-ileal bypass with sleeve gastrectomy (sadi-s)". 2025.doi.org/10.1007/s11695-025-07888-4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study completed between 2015 and 2019 aimed to compare outcomes between primary and secondary single-anastomosis duodeno-ileal bypass with sleeve gastrectomy (sadi-s) up to five years post-operation. This study included 103 cases and was split based on the common channel (cc) length. Barbed suture or a competitor stapler was used to anastomose the common channel limb to the proximal duodenal stump. Complications included jejunal perforation, anastomotic leak, anastomotic bleeding, and intra-abdominal abscess. Interventions were not mentioned. Five year outcomes of primary and secondary single-anastomosis duodeno-ileal bypass with sleeve gastrectomy (sadi-s) the author(s) 2025; mitchell j. R. Harker, laura heusschen, eric j. Hazebroek; doi.org/10.1007/s11695-025-07888-4.